Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was proceeded when it was happened. The process was completed as panned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movements were not available. Upon some functional test the fse found that was happening as the customer kept duplicating the error by pushing the unlock button. The software was updated, after updating the software the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system motorized movements were not available. The system was in clinical use. No user or patient harm has been reported.